Event description:
Customer reports to have low blood glucose. Customer's blood glucose was 20 mg/dl, which was treated with glucose tablets. Customer believes low blood glucose was caused by too much insulin delivered when using the bolus wizard feature. After troubleshooting, it was found that fixed prime amount customer was using was too high. Fixed prime amount was changed from 2.6 to 0.5. Customer was advised to discuss bolus wizard settings with his health care professional. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.